Manufacturer narrative:
The distal portion of the lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that r-wave undersensing was observed during vt. The pace/sense portion was capped and replaced. Defib portion of the lead remains active.